Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after battery change and a line appeared across the screen. The alarm history showed two unexpected restart, two external ram error and a no delivery alarm. Customer stated that the no delivery happened on (B)(6) and was resolved by a set change. Customer stated a temporary basal was not programmed before the unexpected restart and the device was not stored or not in use for an extended period of time. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.